Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use in a vasodilation of the limb. During the procedure, it was noted that the balloon ruptured at 10 atmospheres, after being inflated twice for 30 seconds. The device was remove using normal method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.